Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''general risk - failure - balloon leak'' was unable to be confirmed due to unavailability of the returned device and/or poor images. The complaint for ''general risk - failure - delivery system leakage'' was confirmed based on the evaluation of the provided imagery. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon or delivery system damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. It should be noted that this case is considered off-label. The use of sapien 3 ultra with the commander delivery system in pulmonic position is not an indicated use. As reported, ''during procedure, while trying to inflate the commander delivery system balloon to deploy the valve, it was inflating slowly and it could not be fully inflated. A leak in the balloon was noted, so the device was removed with the dryseal sheath without complications. On the back table, a delivery system leakage was observed coming from the handle as per video provided.'' Additionally, it was also mentioned ''the balloon leak was because of the device preparation of the balloon as it was inflated fully few times during this process''. As per training manual, ''partially inflate balloon to facilitate de-airing. Do not inflate past 20-30% to maintain balloon shape for the procedure''. In this case, the operator inflated the entire balloon few times during device preparation. This may impact the folding/pleating of the balloon; thus, increasing the balloon profile. During valve alignment, the crimped valve is pushed axially by the flex tip onto the inflation balloon. The enlarged balloon profile may increase the interaction between the valve struts and balloon material during valve alignment, leading to balloon puncture and the subsequently leakage during inflation. As such, available information suggests that user error (incorrect de-airing technique) and/or procedural factors (crimped valve interaction with balloon) may have contributed to the complaint event. In this case, navigating through pulmonic position via transfemoral approach requires to go through tortuous pathway (s-curve). Excessive device torquing/manipulation (if any) during tracking the delivery system to target location may damage the balloon shaft leading to delivery system leakage. However, without the returned device, a definite root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by an edwards lifesciences affiliate in saudi arabia, regarding a 26mm sapien 3 ultra case in pulmonary position with pre-existing edwards valve by transfemoral vein access, during the procedure, while trying to inflate the commander delivery system balloon to deploy the valve, it was inflating slowly and it could not be fully inflated. A leak in the balloon was noted, so the device was removed with the dryseal sheath without complications. A new delivery system was used, and the procedure was successfully performed. No patient injury occurred, and the patient was fine post procedure. On the back table, a delivery system leakage was observed coming from the handle as per video provided. As per medical opinion, the balloon leak was because of the device preparation of the balloon as it was inflated fully few times during this process.